Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l3/4 tlif (transferominal lumbar interbody fusion) due to lumbar spinal canal stenosis. Intra-op, loosening happened to the part between the inserter and the cage. During cage insertion, when inserter was hammered by hammer, it was difficult for the cage to enter and when it was removed out of the operative field. When confirming, it was found that the cage got loose from the inserter because the threaded part seemed to be broken, a new one was opened to deal with it. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis result: visual microscopic the threads that connect the spacer to the inserter have been stripped. Witness marks are noted on the scalloped areas on the spacer from what appears to be the installation of the spacer. It appears the threads were overloaded during the installation process. If information is provided in the future, a supplemental report will be issued.